Event description:
Nurse noticed left siderail was not latching. A hill-rom technician checked the bed and noticed that siderail could not be repaired on site.

Manufacturer narrative:
The bed was taken to a hill-rom warehouse for repair. Info on what was done to resolve the issue will be submitted as it becomes available.